Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the scope tested positive for two (2) colony forming units (cfus) of an unknown gram-positive bacteria and micrococcus. The obtained results are in conformance with the requirements. The user facility provided information regarding how endoscopes are cleaned, disinfected and sterilized onsite. During pre-cleaning, the user facility uses detergent aniosyme synergy mt. Bedside pre-cleaning is done using asept inmed, reference 201790. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored in a soluscope cabinet (soluscope_anios dsc8000) and soluscope is the company is the maintenance company the user facility uses. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for three (3) colony forming units (cfus) of micrococcus luteus, beauveria bassiana and staphylococcus piscifermentans during routine testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section rubber was peeling and the biopsy channel was worn. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.